Event description:
The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during drain 3 of 4. Per the home patient (hp), the transfer set became undone and drained out. Per the hp, he reconnected. The hp would end therapy. There was patient involvement but no injury or medical intervention was reported. Product surveillance received a call from the home patient's caregiver and he said that his father had not made a complete connection between the transfer set and the cassette and when he got up it came undone. He said solution came out of the transfer set. He said there was nothing wrong with the supplies, it was his father's fault that the transfer set came undone from the patient line. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
Complaint no: (B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are instructed to check all disposable set connections for a secure fit before beginning peritoneal dialysis therapy. If additional relevant information is received, a follow-up will be submitted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.